Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery is planned due to implant fracture.

Event description:
It was reported that the shaft of the screw remains in the patient.

Manufacturer narrative:
(B)(4). One plate, five screws and four fractured screw heads were returned for evaluation. A visual inspection for the returned devices revealed the plate is intact with two fractured screw heads still in the plate. The plate has marring and scratches. Two additional screw heads were returned, the threaded portion of the four screws remain in the patient. The five additional screws are intact and show damage to the head of the screws. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab concluded that the 6.5 mm cannulated locking screws fractured by the initiation and subsequent propagation of a fatigue crack. The fatigue crack eventually propagated to an extent that the remaining cross sectional area of the screw could not bear the imposed load, leading to an overload fracture. Fatigue cracking is caused by the screw bearing cyclic stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of material¿s strength, and/or poor bone quality. Scratches on the plate surfaces and on the heads of the screws were potentially caused by instruments during implantation or extraction. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery was performed due to implant fracture.